Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 06 may 2026, a 14f amulet delivery system was chosen for a procedure. During the course of the procedure, specifically during femoral access, a perforation of the right femoral vein was reported to have occurred, which resulted in bleeding, and the bleeding was considered related to the access site of the delivery system. The bleeding reportedly progressed to hemorrhagic shock, with the physician indicating that the amulet delivery system caused the bleeding; however, no device performance issue or malfunction was reported. Heparin at a dose of 6000 iu was administered, while act values were not available and inr values were not reported. As a result of this complication, a laparotomy was subsequently performed to repair the venous injury. A blood transfusion was required as part of the management. The healthcare professional reported that the patient experienced adverse health consequences, including hemorrhagic shock, in association with the femoral vein perforation that required surgical repair.